Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 206 mg/dl. Customer was assisted with troubleshooting. Customer reported that they were able to rewind insulin pump. The customer was advised that the insulin pump need to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer were able to clear the alarm. The insulin pump will be returned for analysis.